Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG out malfunction at power on. The biomed ran operational testing to clear the error but the error returned. A review of the status log confirmed the error to be an ECG bias. There was no patient involvement.